Event description:
It was reported the customer had a weak singal too low alarm and an unexpected restart alarm on their insulin pump. Customer's blood glucose was 350 mg/dl. The customer treated their blood glucose with a manual injection. Customer stated their temp basal was not programmed prior to the the unexpected restart alarm occurring. The customer also reported their insulin pump would go blank and an unexpected restart alarm would occur. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.